Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is 259 mg/dl. Customer treated the high blood glucose reading. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed all functional testing including the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. A scratched lcd window and cracks on the case, reservoir tube lio, belt clip slot and battery tube threads were also noted.